Event description:
The diopter of the explanted intraocular lens (iol) measured 21.0. The surgeon confirmed the lens was a 21.0 diopter lens. The diopter of the replacement lens was 20.0. Based on this feedback, it is reasonable to suggest that the unexpected postoperative refraction was not related to the iol.

Event description:
A surgeon reported that a pt experienced an unexpected post-op refractive error following implantation of an intraocular lens (iol). The iol was replaced with another lens. Add'l info has been requested.